Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump (iabp) display was distorted. The device was replaced with another unit and treatment was resumed. There was no patient harm reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.